Event description:
Caller reported a malfunction on the pump, with no notable events occurring beforehand. Blood glucose levels did not exceed 500 mg/dl and there was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use mdi as a backup therapy and received a replacement pump with updated software. Technical support confirmed shipping details and provided instructions for returning the malfunctioning pump using a pre-paid label.